Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the equipment was submitted to functional analyses. Bearing in mind that the user did not inform the infusion parameters programmed for the equipment in question, the analysis of the last infusion was performed performed by the user on (B)(6) 2023, at 4:33 pm and 8 am seconds. For this last programming, it was verified that the user programmed 517ml at a flow rate of 23.5ml/h, for a total infusion time of 22 hours. The infusion was stopped by the user on (B)(6) 2023, at 6 am hours, 42 minutes and 50 seconds. The total infusion time was 14 hours, 08 minutes and 47 seconds and the total volume infused was 332.41ml, compatible with the time recorded by the equipment. None problem has been identified. Then, the equipment was subjected to a flow accuracy test. For this purpose, the equipment was programmed according to the checked for the last therapy programmed in the equipment. This way, a simulation of 517ml was carried out for a period of 22 hours. The flow was 23.5ml/h. The measurement of the infused volume was performed using a test tube. Graduated, which was calibrated. At the end of the scheduled period, it was verified that the equipment worked as expected, without any flow and/or volume deviations were identified. Due to the data exposed above, bearing in mind that they were not identified any deviations, your technical complaint was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion" according to the customer: "the pump had a lower infusion time than calculated during the chemotherapy process."